Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 344mg/dl. An insulin pen injection was administered and supplies would be changed to address the bg level. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion. The customer was to change their infusion set and cartridge to address the issue.